Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device with a 6f sheath after an interventional coronary angioplasty procedure. Reportedly, there was a little resistance when removing the device to obtain the suture; the suture halves resembled a branch. A second proglide device was used to achieve hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported difficult to remove could not be replicated in a testing environment; however, the returned device condition is consistent with the reported event as such the reported difficult to remove is confirmed. Although it was reported that the s suture halves resembled a branch, the event is classified and analyzed as suture retrieval issue as this failure modes is often not discernable to the user. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficult to remove, reported device operated differently than expected and treatment appear to be related to procedure circumstance. The use after expiration appears to be related use technique. Additionally, a review of the complaint history did not indicate a lot specific quality issue. It should be noted that the proglide instructions for use indicates the use by symbol which is the next to the expiration date. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device.